Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had the tube inserted on (B)(6). It was used on 2nd and 5th, and nothing special was found. On the 7th day of implantation, a crack was found in the spiral interface, which means blue luer adapter. There was a leak at the junction of the extension tube and bifurcate. No instrument was used to loosen or tighten the device. The insertion site was treated prior to product placement. Nothing unusual was observed on the device prior to use. The catheter was not repaired. No excessive force was used on the device. The cleaning agent used on the device was a 2% hibitane solution. Flushing was done with no leak. Normal flush was the product utilized before starting to use. As a remedial action, the doctor decided the damaged side would only be used for output. The treatment was completed in the hospital. The intervention/treatment required was scheduled to replace a new catheter. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one palindrome catheter, with a crack in the venous luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. Also, there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.